Event description:
Customer reported that the insulin pump alarmed motor error during fixed prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 426 mg/dl; treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus / basal delivery. Unable to confirm any error alarms due to an erased history file. The motor was tested outside the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window, cracked battery tube threads, minor scratches on the lcd window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.